Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a cracked case at the display window corners, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the casing around the insulin pump's reservoir compartment was broken and the customer glued the back together. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.